Event description:
It was reported that the patient can no longer hear with her ci. It is not known if the patient had an accident or impact on the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.